Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the patient's clinic visit that the patient indicated they had fallen three weeks prior to the visit. The technician interrogated the device and noted the battery impedence was increasing. No patient complications have been reported as a result of this event.